Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
The reason for reoperation was deflation.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, white particles in the inner surface and one opening (linear) on the anterior. Leak test and microscopic analysis was performed which identified one opening crease(smooth) on the anterior. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is one crease(smooth) opening on the anterior due to fold(flaw) opening.

Event description:
Patient reported left side deflation. Device was explanted.